Event description:
A customer contacted beckman coulter inc. (Bci) regarding a puddle that was noticed under the reagent probe on the reagent wheel probe access drip tray. The customer received reagent syringe vertical motion error and replaced the reagent syringe plunger and noticed the puddle. The customer also noticed that the syringe drive was making a grinding noise. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2010 and replaced the reagent syringe drive assembly and t-valve and ran a carryover test with no problems. Fse then ran controls and verified operation of the instrument and verified repair per established procedures and results met published performance specifications. The issue has been resolved.